Event description:
It was reported that the intermittent catheter sometimes have a smaller diameter. Per follow up via phone on 30nov2022, it was reported that some of the catheters did not feel the same with use. Customer stated that they all still look the same but there was a small difference in feeling when they insert the catheters. Customer was able to insert and void. No medical intervention was required.

Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete a supplemental report will be filed.

Event description:
It was reported that the intermittent catheter sometimes have a smaller diameter. Per follow up via phone on 30nov2022, it was reported that some of the catheters did not feel the same with use. Customer stated that they all still look the same but there was a small difference in feeling when they insert the catheters. Customer was able to insert and void. No medical intervention was required.

Manufacturer narrative:
The reported event was inconclusive because no sample was returned. A potential root cause for this failure could be "operator error". It is unknown whether the device had met relevant specifications. The product was used for treatment purpose. It was unknown whether the product had caused the reported failure. A review of the device history record did not show any problems or conditions that would have contributed to the reported issue. A labeling review was not performed because labeling could not have prevented the reported failure. H11: section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. H3 other text : the device was not returned.